Manufacturer narrative:
The medical center has not yet returned any impella pump product for investigation. Should product be returned and benchtop analysis determine a root cause of the pump stop, a final report will be filed. The failure mode will be monitored and trended.

Event description:
A patient was admitted for the planned surgeries of bypass grafts (CABG), mitral valve replacement, and left atrial appendage closure. The team made the choice to place an impella 5.5 for hemodynamic support of the surgical patient as he was in shock post cardiotomy. The pump stopped after 6 days and was replaced.